Event description:
The pt had the device implanted during surgery on (B)(6) 2015. A pico wound vac device was also used on the wound. On (B)(6) 2015 the pt presented with large area of blanching around the wound in a circle. There was no pt discomfort, odor nor was the area tender. The would was debrided and after one week the inflammation was not visibly present. Subsequent to device removal, another collage-based wound device was placed and gave a similar type of reaction. It is probable that the pt's condition (sensitivity to collagen) caused the device to fail. The device instructions for use caution against use of the device in pts with a sensitivity to collagen.

Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.